Event description:
The event is reported as: a staple for stitching up did not detach itself from the stapler completely. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.